Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues and gastric stimulation. It was reported that the ins suddenly died in either (B)(6) 2018 or (B)(6) 2019. It was noted that the patient had high settings throughout the years, but the patient ¿knows it can last longer¿. The ins was replaced. No further complications were reported/anticipated.